Manufacturer narrative:
Device has not arrived.

Event description:
On (B)(6) 2017, a pda closure procedure was attempted. During the procedure, a 6 mm amplatzer duct occluder was unable to pass through a 6f and a 7f torqvue delivery system due to resistance which extended the procedure time. An 8f torqvue delivery system was substituted and upon crossing the pda with the 8f delivery system the patient experienced cardiac arrest and required resuscitation. The delivery system was removed and the case abandoned.

Manufacturer narrative:
Product investigation: the reported event of advancement difficulty could not be confirmed. The investigation confirmed the device met all functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, a pda closure procedure was attempted. During the procedure, a 6 mm amplatzer duct occluder was unable to pass through a 6f and a 7f torqvue delivery system due to resistance which extended the procedure time. An 8f torqvue delivery system was substituted and upon crossing the pda with the 8f delivery system the patient experienced cardiac arrest and required resuscitation. The delivery system was removed and the case abandoned. Per report, the patient may be pda dependent and the patient anatomy may preclude closure of the ductus.